Event description:
It was reported that the customer's insulin pump alarmed, and multiple infusion sets were changed. Troubleshooting was performed, and the alarm was found in the alarm history. The mother stated that the alarm occurred during rewind/prime process. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device was received with missing end cap sticker.